Event description:
A malfunction was reported on a customer's pump. The customer could not confirm fault ID because they reset their pump on their own. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.